Manufacturer narrative:
Three new in package ch2000s-pc, spinning spiros were returned for investigation of leakage. There was no visible damage or anomalies observed. No mating devices were returned to evaluate with the ch2000s-pc, spinning spiros. Subsequent leak testing found each of the ch2000s-pc spinning spiros to meet pressure leak testing expectations outlined in the product performance specification. The complaint was unable to be replicated or confirmed. The device history review (DHR) for lot 13490820 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. D9 - date returned to mfg: 1/11/2024.

Event description:
It was reported that a spinning spiros® closed male luer, purple cap generated a cytotoxic fluid leak of phesgo, during patient use. The liberal nurses of the chemotherapy department reported a significant flow of product between the syringe and the spiros connector when passing it into a 10ml syringe on a syringe-driver. The leak come into contact with the health professional but had no consequences because the staff were protected by gloves, blouse. The leak cleaned up according to facility protocol with no specific product. The product could not be injected into the patient. The syringe had to be reprepared. The product was replaced; however, therapy was not completed. The status of the product at the time of event is when passing the device into a 10 ml syringe on a syringe-driver. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.